Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise was noted on the right atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 45.9 cm. The reported event of noise was confirmed. External insulation abrasion was noted at 11.3 cm to 11.5 cm from the pin consistent with lead friction to the can. The etfe coating was intact at this location.

Event description:
New information noted that during the lead explant procedure, the set screw broke and the lead could not be removed from the header on the pulse generator. The device and lead were explanted and replaced.